Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient passed out and fell at her home. System evaluation identified pacing impedance measurements greater than 2000 ohms and failure to capture consistently at maximum device outputs. A lead fracture was suspected; however, fluoroscopy did not reveal any lead damage. A revision procedure was performed and this right ventricular (rv) lead was removed from service and replaced. Prior to the revision procedure, the lead was reprogrammed to unipolar pacing and right ventricular (rv) pacing was achieved with reasonable threshold measurements. Additionally, the lead was testing with the pacing system analyzer (psa) and found to have the same issues as when tested with the device. The associated device was also removed from service to ensure the patient's safety. No additional adverse patient effects were reported.